Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that she was changing her set and she has air bubbles in her insulin vial. Customer was assisted with filling the reservoir. Customer stated that she still had 1 bubble in the reservoir and was trying to get it out. The call was dropped and troubleshooting was unable to be completed.